Event description:
Pt. Has not had any chemotherapy for the last six months (per pt.) So port was removed. After it was removed flushed both ports and noted a tear and leaking approx 2 inches below the hub. Dr saw it and aware. Pt did not complain of any problems with the port during treatment.